Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s adverse events of peritonitis, characterized by cloudy effluent fluid and abdominal pain, which warranted antibiotic therapy. Causality was attributed to poor hand hygiene following the patient¿s reinsertion of her prolapsed rectum. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) or device(s). Escherichia coli is one of the most common organisms causing gram-negative peritonitis in pd patients . Additionally, peritonitis is most often the result of a touch contamination event. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the patient¿s serious adverse events. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient got peritonitis. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2020 with severe abdominal pain and cloudy effluent fluid. A peritoneal effluent fluid culture and cell count was obtained, and the cell count revealed an elevated white blood cell (wbc) count of 5980 u/l and a polymorph count of 78%. The patient was diagnosed with peritonitis and given a single dose of intraperitoneal (ip) vancomycin 2000 mg and ceftazidime 2000 mg daily x 21 days. The peritoneal effluent fluid culture returned positive for escherichia coli, and the patient continued receiving the ceftazidime (vancomycin discontinued). Causality was attributed to poor hand hygiene following the patient¿s reinsertion of her prolapsed rectum. Per the pdrn, the events were unrelated to the utilization or malfunction of any fresenius product(s) and/or device(s). The patient is recovering from the events and continues to undergo continuous cyclic peritoneal dialysis (ccpd) therapy using the same liberty select cycler as before the events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide p/n 480145 was completed. The user guide instructions indicate ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the event description.

Manufacturer narrative:
Corrected information: h6- patient code- abdominal pain (inadvertently omitted).